Event description:
Hill-rom received a report from the account stating the head left siderail won't stay up. The bed was located at the account in the basement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the latch assembly dirty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician thoroughly removed debris and cleaned the latch assembly to resolve the issue. Based on this information, no further action is required.